Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported nbi (narrow band imaging) and air indicator are intermittently turning on and off during inspection for use involving an olympus xenon light source. There was no patient involvement reported.